Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol was not returned. The device was returned wrapped in plastic bag. The lock-out assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. The plunger tip is slightly bent inwards. No iol returned. The product investigation could not identify the root cause for the reported complaint "trailing haptic got caught". Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. A damage was observed to the plunger tip , it was slightly bent inwards. The device was returned wrapped in a bag, due to this we are unable to verify the plunger position/ state for the advancement. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the trailing haptic got caught and interfered with the implanting. However the iol was able to be implanted without causing any problems towards the patient, and the surgery was completed without product replacement. Upon checking the plunger, the tip was found to be broken. The timing of the breakage is unknown. Additional information has been requested.